Event description:
It was reported that an asymptomatic pt presented in clinic and device exhibited post sensed t wave oversensing on the ventricular lead. The pt received inappropriate hv therapy. Reprogramming was recommended. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company rep.